Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging balance issues, dizziness/lightheaded while using the device. The patient's son states the patient was in the hospital because of this issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging balance issues, dizziness/lightheaded while using the device. The patient's son states the patient was in the hospital because of this issue. During the investigation a clinical expert determined that the allegation of harm was not in relation to the use of the device. Corrections made to section b1, h1 and health impact code. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.